Event description:
The pump was returned to the manufacturer. The return paperwork indicated that the pump was replaced due to eri (elective replacement indicator) at 6 months. The device system was used to deliver baclofen (2000 mcg/ml, 575.8 mcg/day). The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 battery resistance high; battery resistance waveform test showed a high resistance of 2117 ohms. There was nothing to note in any of the logs while pump was in the field. During analysis however, low battery resets and safe states were noted; the low battery resets and safe states were seen all happening during analysis.